Event description:
Additional information: it was reported that the patient had pain. The old drug desired dose was accidentally programmed to 2 mg/day instead of 22 mg/day resulting in the longer than desired bridge bolus.

Event description:
It was reported that a bridge bolus was incorrectly performed. The bolus had only run for a few minutes before the physician updated the pump with the correct program. The old drugs in the pump were bupivacaine, baclofen, and morphine. They were being replaced by dilaudid (hydromorphone), baclofen, and "others."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8840 serial# unk, product type programmer, physician product ID, 8835 serial# (B)(4), product type programmer, patient product ID, 8709sc serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).